Event description:
The physician attempted arteriotomy closure with a techstar xl 6f device. During needle deployment, the device locked and the needles could not be moved any further. One needle had deflected into subcutaneous tissue, the other needle was in the barrel. Fluoroscopy was used to locate the deflected needle. Backdown and super backdown were partially successful. The needles were removed using hemostats inserted through the dermatotomy. A prostar xl 8 fr. Device was used to close. The pt recovered without incident.